Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, rising impedance, varying impedance, and rising thresholds. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.